Event description:
Ambulance personnel were attending to a unconscious pt. The pt was shocked twice and converted to asystole. It was reported after drug therapy, the pt converted to a tachycardiac rhythm with mechanical pulse of 50 bpm. An attempt at external pacing was made however allegedly the pacer would not turn on and the pt progressed to an agonal rhythm. CPR and drug therapy was again administered and the pt reportedly regained pulses when delivered to the hosp. The pt died four days later, however the reporter stated the pt's death was not the result of the alleged malfunction. This opinion was based on the reporter's assessment of the pt's viability.